Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch episodes were observed on a remote transmission. Further review noted noise occurring with possible atrial flutter. Patient presented into the clinic and programming changes were made. No noise was reproduced with pocket manipulation. No patient symptoms were reported.